Event description:
It has been reported to philips that the timing of fluoroscopy was delayed a number of times. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a problem with the footswitch vinyl cover and that leads to delayed in fluoroscopy and exposure. Review of the system log file showed a indicates that there are not directly confirm footswitch malfunction. To resolve the reported issue, the fse reworked of the footswitch vinyl cover. The system meets the specification for the performed service and is returned to use. The codes were updated based on the investigation outcome. Health impact and evaluation method codes are corrected.